Event description:
Info reviewed, following coalescent acquistion, shows the product complaint indicated that 4-6 weeks after surgery three pts were reported to have occlusions at the site of the anastomosis. In each case the surgeon used angioplasty balloon and stent to open the occlusion. No additional consequence was reported for each pt.